Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were having a sharp pain in their buttocks where the implant is. They said they noticed it the day of the call. They said all week they have seemed bloated, but they have no womanly things. They checked the ins status and it showed an icon on the top row in the middle they wanted to know what it was. They explanted a low ins icon. They patient was redirected to their healthcare professional to further address the issue. Patient services provided a list of healthcare professionals. On 2020-11-11 additional information was received from the patient. They reported that the cause was unknown and a possible replacement was scheduled on (B)(6) 2020. No further complications were reported/anticipated at this time.